Event description:
Distributor was informed on an explant report that the MFR's sense pace lead adapter was explanted on 8/15/96 due to noise. There was no indication that the ICD did not perform to spec.